Manufacturer narrative:
An event regarding difficulty disassembling the humeral cup trial from the humeral insert trial was reported. The event was not confirmed. Method & results: not performed as the product was not returned for inspection. Not performed as patient factors did not contribute to the reported event. Device history review and complaint history review were not performed as no lot ID was provided for review. Conclusions: the exact cause of the event could not be determined as no product was returned for inspection. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
Review of the early product surveillance survey noted that the disassociating of the humeral insert and humeral cup trials was difficult. Distraction was applied to attempt to bring humerus away from the patient with the insert in unlocked position as described in the protocol but was still a struggle.

Event description:
Review of the early product surveillance survey noted that the disassociating of the humeral insert and humeral cup trials was difficult. Distraction was applied to attempt to bring humerus away from the patient with the insert in unlocked position as described in the protocol but was still a struggle.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown humeral insert trial. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.